Event description:
It was reported that movement caused stimulation changes. It was noted that stimulation was not targeting the same areas it was when they set it up after the 6 week time period. It was noted that the change occurred around a week ago. It was noted that the patient went to the health care professional (hcp) yesterday and they took an x-ray and noticed that one of the leads had moved almost an inch. It was noted that the hcp did not think there was any concern as they were able to reprogram it and get stimulation back into the area where it was at. It was noted that when the patient turned the stimulator off they got pulse on their right hip, which was corrected to their left hip. It was noted that the patient stated that all the settings were zeroes except number 1. It was noted that when the patient turned off the device it was a real light pulse to the left hip and sometimes they could feel it right down the center of the rump as well and the low part of the back. It was noted that it did not give the patient a real jolt but it gave the patient a small jolt. It was noted that patient stated that the one setting that was not at 0 was at 7.9 volts. It was noted that the patient had a program that was active. It was noted that the patient stated that they got a small tingle even when it was turned off. It was noted that the patient had discussed this with their hcp. It was noted that the feeling dissipated after time and it was noted that the patient left it off all night long. It was noted that the patient still felt that sensation even after it was off but it was not constant, it was when the patient moved in a certain way they would feel it. It was noted that right now the patient was leaned over just a bit and they felt it in their left hip and the feeling was so light that the patient could detect it. It was noted that the patient was asked if the device was off and they stated that all were off and at 0 except for program one. It was noted that the patient had a lightning bolt in the upper left hand corner. It was noted that after reviewing that the stimulator was on the patient stated let me turn it on. It was noted that the patient loved it, it had been wonderful. It was noted that the patient stated that it said that the battery was dead. It was noted that when asked if the patient had a rechargeable and the patient stated no they would charge it up. It was noted that the patient stated that they just now turned it on and program 1 was at 7.9 volts. It was noted that the lightning bolt was present. It was noted that the screen showed a circle with an ¿I¿ with a dot inside. It was noted that the patient needed to synchronize first with the device. It was noted that the patient pushed a key and it showed nothing up top. It was noted that when talking about the stimulation with positional movement it was noted that it occurred before. It was noted that the patient felt it in certain positions such as leaning to the right. It was noted that the patient had a roller coaster sensation. It was noted that the hcp was not concerned with the positional stimulation. Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that the patient received assistance from their health care professional (hcp) or manufacturer representative on (B)(6) 2014 and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).